Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. No visual or functional abnormalities were noted records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open distal pancreatectomy, splenectomy, and liver resection. The surgeon was firing the powered handle across the splenic artery. During firing, the power pack lost all power and turned off. The green buttons were pushed, but nothing happened. The adapter was removed from the power pack and a new power pack was obtained. Because the loading unit was deep in the abdomen, the surgeon was not confident that the jaws of the reload were opened. Therefore, the manual retraction tool was used to open the jaws of the reload and remove from patient tissue. The staple line was distally incomplete. Another power pack, adapter, and reload were used to complete the procedure. No patient injury or extension in surgical time. Patient status is alive, no injury.